Manufacturer narrative:
The philips solutions center was contacted at which time it was indicated that the patient was monitored with ECG, invasive pressure, and sp02. The invasive pressure was configured for yellow alarms to be provided for high/low pressure conditions (extreme pressure alarms were not enabled) and the ECG alarm source was set to hr only (not set to alarm from pulse). The patient was found at 17:15 with the ECG cable pulled out and in his hand. Biomed at the hospital was notified the following morning and indicated that in "service mode" they could see some alarms listed at the bedside device between 16:50 and 17:00. A review of strips by philips found that monitoring was intact at 16:55:30 but ECG became inoperative at 16:55:35 and the art pressure waveform dampened. A yellow art alarm was provided at 17:02 when the pressure dropped to 86 which was less than the limit set for 90. The ECG signal is seen returning in the strip at 17:18 with subsequent - asystole occurrence at 17:19. Log files were reviewed. However in this release of the information center, only red level alarm information is stored. None of the alarms described were red level alarms therefore the logs do not contain reference to these occurrences. Red level alarms are noted in the logs after the time of discovery of the patient. The monitor and modules were stated to have been confiscated by local police. On (B)(6) an onsite evaluation of the product with local authorities, hospital and philips representatives was performed. At that time, it was noted that due to the amount of time that had passed, no patient related data remained in the device. Testing was done including tests of ECG alarms, leads off alarm, abp loss of pressure with evaluation of alarming behavior at the bedside and central. No problems with either devices was found; alarms were working as expected. Testing on (B)(6) identified no reproducible malfunction of the product. The issue is not consistent with a malfunction of the product. Though staff indicated alarms were not provided, based on strips and data reviewed, a low pressure alarm occurred followed by an inop alarm when the ECG leads were removed by the patient. Upon reconnection of the leads when the patient was discovered, a asystole was provided supporting that alarms were operational. The occurrence is most consistent with a use related issue which is the conclusion also drawn by the local investigation team/local authorities after their onsite visit. The device is not currently in use.

Event description:
The customer reported that a patient death occurred on (B)(6) 2016 between 16:45 and 17:15. The patient pulled the ECG leads off and was found at 17:15 however staff stated no alarms were provided. The patient expired. The patient was a male patient found with the ECG electrodes/cable in his hand.

Manufacturer narrative:
A follow-up report will be submitted once the investigation is complete.

Event description:
The customer reported that a patient death occurred on (B)(6) 2016 between 16:45 and 17:15. The patient pulled the ECG leads off and was found at 17:15 however staff stated no alarms were provided. The patient expired.